Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that full height drawer 6 had experienced a malfunction. A field service engineer successfully recovered the failed drawers, and the customer was then able to do an inventory without any issues. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary experienced a problem in which auxiliary drawer 6 could not be recovered. Additionally, the screen did not display an option for the drawer recovery, thus hindering users from accessing the medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.